Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2025, the patient experienced symptoms that could be hypoglycemia, and the cgm reading was 83 mg/dl. " h2 correction

Event description:
On 08/03/2025, the patient experienced symptoms that could be hypoglycemia, and the cgm reading was 82 mg/dl.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms that could be hypoglycemia, and the cgm reading was 83 mg/dl. No fingerstick was taken at that moment, and the patient drank orange juice and ate hush puppies. After treatment the patient experienced vomiting, feeling sick, and eventually lost consciousness. The patient was brought to the hospital by a friend, at around 08:00pm. When a fingerstick was taken the cgm reading was 82 mg/dl, and the blood glucose reading was 711 mg/dl. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. Subsequent fingerstick taken showed a blood glucose reading of 585 mg/dl, 600 mg/dl, and 540 mg/dl. The patient was discharged after the next morning at 03:00am. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was groggy and still feeling unwell. Even though still recovering it was understood the patient was stable at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when passed out. The reported glucose values fall within the d zone of the parkes error grid when the patient was at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.